Event description:
Boston scientific crm received information that during a routine system implant procedure, the physician had difficulties cannulating the coronary sinus due to patient anatomy. The patient developed a pericardial effusion from a possible perforation during this time. A stat cardiac echocardiogram was performed which confirmed a pericardial effusion. No definite cause for the perforation was able to be determined. The patient was transferred to the operating room where a pericardial window was made and fluid was removed from the pericardial sac. At that time, an epicardial lead was successfully implanted.